Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a novasure procedure on (B)(6) 2023, the physician performed an ablation and posteriorly used a rumi uterine manipulator and performed a laparoscopy for tubal ligation. While performing the laparoscopy a there injury was observed circumferentially around a uterine perforation. The perforation was treated using bipolar diathermy to stop minimal bleeding. The pelvis was examined and it was observed a 1cm area of white/blanched tissue with 3 mm area of charring on right side of rectal mesentery. A general surgeon was called to evaluate and no action was deemed needed. The patient was kept on observation and with antibiotics intravenously. The device was discarded. No additional information.